Event description:
It was reported that there was high atrial impedance and rising threshold. The lead remains in use pending revision. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419688 implantable pacing lead, (B)(6) 2013; 694765 implantable tachy lead, (B)(6) 2004. (B)(4).